Event description:
It was reported that the balloon expandable stent dislodged during insertion into the sheath. Another balloon expandable stent was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and qual control testing. This lot met all release criteria. The device was returned and the balloon did not appear to have been inflated and the stent was returned on the balloon; the stent was dislodged forward partially covering the marker band. The balloon was examined under magnification (microscope 15x) and stent crimp marks were visible on the balloon. The balloon was inserted through an in-house 6fr terumo introducer sheath. The complaint investigation is confirmed for the balloon dislodged during insertion into the sheath. Per the complaint comments, the user attempted to insert the catheter through a 5fr terumo sheath. Per device labeling, the recommended sheath size for the device is 6fr. It is highly likely that use of the device within a smaller sheath size than indicated, contributed to the stent becoming dislodged from the balloon. Based upon the available info, the root cause for the stent becoming dislodged is likely user related, as the wrong size sheath was used during the procedure. The current IFU (instructions for use) outlines warnings, precautions recommended materials, and stent/delivery system preparation for use of the device.